Event description:
It was reported that when using the bd pyxis¿ medflex 1000, biometric identifier was not working. After rebooting the system, lumidigm still did not work. In services, it showed that it was running, and in settings, the biometric identifier was enabled and switched to digitalpersona, but this also did not work, so user switched back to lumidigm.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fingerprint reader failure. A field service engineer found that the biometric identifier was not working and identified that the tie straps around the cables were overly tight. The fse removed the tight tie straps and installed new ones, after which the customer performed testing and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.